Event description:
It was reported that the pt elected to have his device removed. No product problems were noted.

Manufacturer narrative:
Final device analysis revealed no significant anomalies on the ipg. No failure was detected, but the product was out of specification. There was no output or telemetry; it was assumed normal battery depletion. Analysis on the lead revealed a reliability non-conformance. All conductors were broken 5.3 cm from the distal end.